Event description:
It was reported to co that if very large series are loaded into the mpr application, the selected range is displayed incomplete in the reconstruction. The 3d functions that are affected are mpr, mip, vrt and dental.